Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The dentist did an intra-oral scan that revealed that the patient has almost no occlusion on their posterior teeth and very heavy contact on the anterior ones. The patient is unable to chew well and is currently seeking treatment by a local orthodontist. The dentist recommended that the patient stop aligner treatment as their bite has gotten worse since they started treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.